Event description:
It was reported that the patient did not have a stimulation sensation and experienced a loss of therapeutic effect. It was noted that the patient had not felt stimulation in 6 months and 'not had success for 6 months.' The patient reported that she 'probably' did fall in the last 3 years; however, she could not remember anything specific. The patient noted that she usually had stimulation on 3.0 v, but even after increasing to 5.8v she could not feel anything. The patient outcome was not provided.

Manufacturer narrative:
Product ID 3889-28, lot# v487231, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).